Event description:
Pt had collagen injections in upper and lower vermilion borders of lips. Bruising appeared near an injection site within 24 hours. Small bumps appeared later that had white heads that exuded purulent-appearing material when cleansed with a scrub. After 5 days, there is a small erythemic macula. No definitive diagnosis has been made. Keflex, po and hydrogel topical dressing were prescribed.